Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 400 mg/dl. The customer stated that he was incoherent, vomiting and had diarrhea. Initially, the customer called to report a battery error alarm. Assisted customer to clear the alarm. No further information was provided.